Manufacturer narrative:
H6: health effect - impact code. Section h3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that it is unknown how the reported adverse events were managed, and further information is unknown. Without the requested relevant supporting medical documentation, there were no clinical factors found which could have caused or contributed to the reported adverse events. Since the status of the patient is unknown, the patient impact beyond the reported pain and swelling cannot be determined based on the limited information provided. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after undergoing left tka on (B)(6) 2019 in which a journey ii xr total knee system was placed, an unspecified implant malfunction occurred. The patient experienced pain and swelling. These complications will be treated by performing a revision surgery three months from now. Current health status of the patient is unknown.